Event description:
On 1/26/2001, the facility's materials manager informed the manufacturer's (MFR) sales rep of the following: device would not prime. No other info available. Suspected device catheter hole or malformation. Device was never implanted in pt. No further details are available at this time.